Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID 8j8sk4. Data was evaluated and the allegation was confirmed for transmitter ID 8j6hxa. The probable cause could not be determined post investigation. No injury or medical intervention was reported.